Event description:
It was reported the patient fell two weeks after her implant. It was also reported the patient felt stimulation in her legs; however, her pain pattern is in the right foot. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the lead was repositioned which resolved the reported issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.